Event description:
Asr revision reported by sales rep.left hip.reason for revision: elevated metal ion levels.no lot numbers provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy synthes has been informed that the lot number is not available.